Manufacturer narrative:
Health effect: clinical code should be 4582. No clinical signs, symptoms or conditions.

Manufacturer narrative:
The reported event of patient death due to cardiopulmonary arrest was not confirmed by analysis. A partial lead with the connector portion measuring 8.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2021-14014, related manufacturer reference number: 2017865-2021-14015. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiopulmonary arrest. No additional information was reported.